Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states since implant in 2024 they cannot get used to going from no stimulation to stimulation. It seems to be too much of a surge. Patient states this has been going on since day one. Agent reviewed representative role and redirected to healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID: b35300, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurosti mulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35300 serial# (B)(6) implanted: (B)(6) 2024: product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of "too much of a surge" was not determined. The rep was not aware of any actions taken. They are unaware if the issue resolved.